Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: during testing, the pump powered on with a blank display screen. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device's screen was blank. The patient attempted to change different types of batteries but the problem persisted even though audio tones and vibrations were still active. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.